Event description:
During a v.a.t.s. Procedure. On the middle of the surgery, the clip could not be reload into the jaw, and was also dropped. Doctor finished the case by using new ligaclip. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other); yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.